Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing crack. There was a crack in the tubing from pump to the right cylinder. The device would not fill due to the crack in the tubing. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the longer exhaust tube of the pump. This was a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed burn-like mark instrument separation in the longer exhaust tubing of the pump occurred subsequent to the device packaging being opened. Based on the evaluation of the returned components and information received as well as the brief period in-vivo, it was concluded that the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.